Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, but the reported failure was not confirmed, and the root cause could not be identified. Based on the results of the investigation, the following reportable malfunction was identified: damage on ccd (charged coupled device) unit caused a noisy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a lack of image during inspection for use. There were no reports of patient involvement.